Event description:
Patient reported that when she pulled her infusion set out of her body, the cannula was bent. She stated that on 3 out of 10 occasions, the infusion sets would bend when she pulled them out of her body. The patient is very lean and active with low body fat. It was recommended that the patient try a different infusion set because of her body type. The patient's blood glucose did elevate in the 500's mg/dl. The patient reported no symptoms with her elevated blood glucose. The patient's normal blood glucose level is around 140 mg/dl. The patient was able to inject 3-3.5 units of insulin to bring her blood glucose down. No medical attention was necessary. No product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.